Event description:
Patient was revised due to pain caused by tibial subsidence and slight loosening.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported product lot number. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, the initial reporting indicates tibial subsidence was a contributing factor. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated.